Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from a physician database extraction regarding a male patient, initials unknown, with osteoarthritis (grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation (first course) with synvisc. The patient was (B)(6) at the time of first course of synvisc. On (B)(6) 1999, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection of second course, in the right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 1999, the patient experienced synovitis in right knee. The patient also experienced right knee effusion and 55 cc of clear yellow fluid was aspirated. The patient received treatment with intramuscular celestone (betamethasone) for synovitis and knee effusion. On (B)(6) 1999, after duration of 24 hours, synovitis recovered. On (B)(6) 1999, the patient received his third synvisc injection of second course. On (B)(6) 1999, the patient again experienced synovitis of right knee. The patient had 70 cc of fluid aspirated from right knee, followed by treatment with dalalone (dexamethasone sodium phosphate) for the events. On (B)(6) 1999, 24 hours later, the patient recovered from synovitis. The action taken with synvisc treatment was not provided. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of right knee effusion and synovitis was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The relationship between synvisc and the event of right knee effusion was not provided by the reporting physician. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment. This case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.